Manufacturer narrative:
An allegation of connector disorder in the cylinder was reported. One straight window quick connector (wqc) was returned. Both ends of the connector have a collet and kink resistant tubing (krt) inserted. The wqc and both collets are not cracked; the wqc performed within specification. The ams 700 ipp cylinder was visually inspected and functionally tested. A leak was present at the cylinder input tube due to fatigue. The allegation of connector disorder could not be confirmed. The momentary squeeze (ms) pump was visually inspected; no leaks were present. The pump was not functionally tested due to a leak in the cylinder as well as pump contamination. The allegation of connector disorder could not be confirmed. The ams 700 ipp cylinder was visually inspected and functionally tested. This cylinder was tried and not used. The cylinder performed within specification. The product analysis confirmed there was no device malfunction. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure during product investigation. Based on the results of this investigation, no escalation is required. System components pump, model- 72404310, lot sn- (B)(6), mfg date- 04/05/2016, exp date- 04/05/2021, gtin- 00878953003986. Left cylinder, model- 72404013, lot sn- (B)(6), mfg date- 12/19/2018, exp date- 12/18/2023, gtin- 00878953002705.

Event description:
It was reported that the patient experienced a replacement of a right cylinder and pump due to a connector disorder in the cylinder. The left cylinder was tried and not used. A patient outcome was not reported. Additional information received that the patient outcome was reported to be well.

Manufacturer narrative:
System components. Pump, model- 72404310, lot sn- (B)(4) , mfg date- 04/05/2016, exp date- 04/05/2021, gtin- (B)(4). Left cylinder, model- 72404013, lot sn- (B)(4), mfg date- 12/19/2018, exp date- 12/18/2023, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of a right cylinder and pump due to a connector disorder in the cylinder. The left cylinder was tried and not used. A patient outcome was not reported. Additional information received that the patient outcome was reported to be well.